Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels range(400-500mg/dl) the customer would deliver manual injections to stabilize bg levels. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. Reportedly, the customer was on the 3rd day of supply use. A recommendation was made to the customer to change supplies every 72 hours when using novolog.